Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The belt was unable to complete a falloff test. The cause for failure was isolated to the ECG "c&d" cable was broken, damaging the lead 1- and lead 2- wires in the cable. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.